Manufacturer narrative:
The hrsv monitor has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye of the surgeon side cart (ssc) was down. Intuitive surgical, inc.(isi) technical support engineer (tse) instructed the customer to power cycle the system and swap endoscopes; however, the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported issue and replaced the high resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. The high resolution stereo viewer is located on the surgeon side console and provides the 3d image captured from the endoscope inserted in the patient.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
4307 - additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. The reported complaint was confirmed, there was no image and it was identified that the main board was defective. The printed circuit assembly (pc)a main board was replaced to fix the issue. The hrsv is located on the surgeon side console and provides the 3d image captured from the endoscope inserted in the patient.